Event description:
The customer observed a falsely elevated magnesium result on the architect c16000 analyzer. The following data was provided: initial 2.74 mmol/l, repeat 0.93 mmol/l. The result was not reported out of the lab and there was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument troubleshooting. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. This issue was resolved through standard troubleshooting procedures. The abbott field service representative requested the customer rebuild the reagent syringe again and this resolved the issue. Based on the available information, no product deficiency was identified.